Manufacturer narrative:
A gehc service representative performed a checkout of the equipment. The carrier/com express board was replaced. Patient information could not be obtained due to country privacy laws. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during a case, the unit had a system failure. The clinician reportedly switched to manual mode to maintain ventilation. There was no reported patient injury.